Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. It was reported that the pump was very hot to touch. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/07/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/25/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A battery was not returned with the pump. The battery compartment was intact with no damage or evidence of moisture ingress. The pump powered on properly and was exercised for 24 hours with no overheating or alarms. The electrical currents measured within specifications. The pump case was removed and no evidence of moisture ingress or damage to the internal components was found.